Event description:
On (B)(6) 2012, it was reported that the patient was hospitalized on (B)(6) 2012 due to ketoacidosis. It was reported that the connection between the adapter on the infusion device and the infusion set was wet. The nurse at the hospital stated that the luer lock was not closed correctly. The infusion device is functioning properly. The infusion set has been requested to be returned for evaluation.